Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had tears in their driveline. There were no associated alarms. Log files were sent for review. The driveline had been taped with rescue tape. There were no alarms related to the driveline. The damage appeared to just be superficial. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Event description:
Further review of the log file did not indicate any significant elevations in pump power or flow for the fixed speed of 9400 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through review of the submitted image; however, a specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events from 11dec2024 through 17dec2024. No notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Review of the submitted images revealed tears and damage to the outer jacket along the length of the driveline. The bionate layer was visible in some of these areas and appeared discolored, but otherwise intact. A majority of the driveline was also covered in tape. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.